Event description:
During an in clinic follow up, the device was unable to pair with the radio frequency (rf) remote monitoring. No intervention has been performed. The patient was stable and will continue being monitored.